Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient complained of radicular leg pain following the procedure. The surgeon thought that the most superior implant might be impinging on the s1 neuroforamen, causing radicular pain. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant and then added a shorter implant in a more superior position. The explant hole was not filled with bone graft. The status of the patient following the revision surgery is not yet known.